Manufacturer narrative:
Approximate age of device - 2 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a patient experienced a neurological event 2 days post implant. The patient was reported to have confusion and facial droop. The account communicated that the patient was taken urgently to the iintervention radiology neuro-cath lab and found some blockages in a cerebral artery. No intervention was performed at the time. The patient was transferred back to the ICU to be monitored. As of (B)(6) 2018, the patient was doing well recovering from lvad implant. At the time of the event, the patient was on a heparin infusion with subtherapeutic partial thromboplastin time (ptt). No additional information was provided.

Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Stoke and neurologic dysfunction are listed in the instruction for use lists as potential as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.